Manufacturer narrative:
The automated impella controller was returned. Upon completion of the investigation, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary data analysis: console logs from the reported day of event are consistent with complaint and show intermittent data streaming, multiple ¿icm not ready for file receive¿ imc log messages and a few aic reboots, presumably for troubleshooting purposes. Partial rlm journals recovered from the microsd card aligned with events in aic log, and indicated several reboots, occasional breakdown of usb communication from aic to rlm, and evidence of microsd card corruption. Device analysis: device was tested in danvers and the issue was reproduced: microsd card corruption in real-time rlm journal, loss of usb communication between aic and rlm, and unexpected rlm reboot(s). After replacing microsd card with a known-good one, all issues were resolved. A minor defect of the backstrap cable had been discovered during inspection of the device, but there¿s not enough evidence that would indicate its relation to the card corruption.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The field team reported that the automated impella controller (aic) kept going offline for long periods of time during its last case. Once off patient support, the staff tried to get the remote link module (rlm) log files to investigate the connection issues. When powered on, the aic would connect to impella connect. However, it would quickly lose the connection and never had enough of a connection to get wi-fi signal strength information. When putting the aic into maintenance mode, the rlm would continuously reboot.